Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. E1: email address: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the screwdriver fractured by the tip. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zfx received one (1) item zfx02hld21 with his package. Visual evaluation was performed. Visual evaluation: the screwdriver was broken at the tip. The tip is not send to zfx. The screwdriver has damages and scratches from use. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. The top from screwdriver is corrodet around the lasered letters. Complaint history review could not be performed, as the lot number is not available. Zfx quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction did occur. The screwdriver tip has been strenghtened by often use and/or high torque. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.